Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While cleaning up after surgeries the day before it was noticed the articular surface trials were damaged. Did not physically see the springs around the posts in any of the other cleaned instruments.

Manufacturer narrative:
Examination of the returned devices confirms the reported breakage. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.